Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The reaction kinetics of the low result shows that no sample volume was pipetted. Results of this nature are possible, especially in conjunction with serum-separating tubes which were also used in this case. It is assumed that the root cause is related to pre- analytic sample handling.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for cardiac c-reactive protein (latex) high sensitive - crphs. All results were reported to a physician. The original sample initially resulted as 0.5 mg/l. Another crphs test was requested by the referring doctor and this sample resulted as 349.6 mg/l. The doctor requested a re-collection from the patient and a repeat of the original sample. The new sample resulted as 333.5 mg/l. The original sample repeat result was 339.5 mg/l. The patient result measurements were delayed due to the issue. It was asked, but it is not known if the patient was adversely affected due to the delay. Clarification has been requested. No adverse events were alleged. The crphs reagent lot number was 601884, with an expiration date of 11/29/2015. Precision studies were performed on the analyzer. Sample integrity was also checked at the site and microfibrin clots were observed.

Manufacturer narrative:
It was clarified that (B)(6) uses the(B)(6) for the actual testing of patient samples. The customer has clarified that there were no adverse effects to the patient as a result of having the delayed results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6). It is not known which site is correct. Clarification has been requested.